Event description:
On (B)(6) 2012, the patient's spouse contacted animas and reported that she found the patient unconscious in their home on (b)(64) 2012. The patient's spouse stated she immediately called emergency services. At their arrival they tested the patient's blood glucose (bg) and it was 74 mg/dl. The patient's pump was removed at that time and he was taken to the hospital where he was treated with d50. The reporter claimed the patient's bg rose to 415 mg/dl after the treatment. The patient's spouse informed customer support that she did not known how long the patient had been unconscious and what happened to him. She reported he was in a "coma" and came out of it on (B)(6) 2012. The reporter stated while hospitalized, they ran an MRI, CT and EKG on the patient and they all came back normal. At the time the call, the reporter did not have the pump available for review. Customer support made several attempts to reach the reporter; however, were unsuccessful in their attempts. This complaint is being reported because the patient was treated for a low blood glucose by an hcp while on insulin pump therapy. Based on the information provided, it is not clear if the patient's unconscious state was as a result of an acute complication of diabetes.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.